Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with 5 infusion sets. The adhesive issues were of the same type. The infusion set fell off during use on multiple occasions (event dates were mentioned as 22-mar-2024, 30-mar-2024, 13-apr-2024, 26-apr-2024, and 12-may-2024). No dressing or tape was applied over the infusion set. The area of insertion was cleaned and air-dried. Adhesive aides, specifically skin tac, were used at the area of insertion. The area of insertion was free of hair and not irritated prior to insertion. The infusion set was in use for 1-2 days. The patient's blood glucose (bg) at the time the issue was noticed remained between 175-275mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.